Event description:
It was reported that there were high impedances of greater than 10,000 ohms. It was also noted that there was a low impedance of less than 50 ohms. It was stated that all of the impedances were high at one point, but they varied with each impedance check. It was reported that the device was not implanted. It was reported that the impedance issues between the implantable neurostimulator (ins) and the lead could not be resolved intra-operatively despite numerous attempts at re-introducing the lead into the connector block, and cleaning out the lead in between. It was stated that impedance tests of the lead through the multi lead testing cable (mltc) showed no impedance issues with the lead in isolation, suggesting the problem was with the connection between the lead and the connector block of the ins. It was suspected that the impedance issues could have been due to fluid within the connector block which could not be removed. Initially the impedance test was conducted with the ins in the pocket and when problems occurred the consultant removed the ins to re-insert the leads, which was covered in the patient's body fluids. Eventually a new ins was used and all but two contacts (14 and 15) were in range therefore the new ins was implanted. It was stated that there was no patient injury and there were no complications or symptoms associated with this event.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.